Manufacturer narrative:
(B)(4). Product testing on the returned meter confirmed a display issue. Damaged display may occur when the meter is dropped resulting in pad failures that cause specific areas of the meter's lcd screen to be unreadable. Customers and retailers have been informed through the adc fa17aug2007 letter.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation it was discovered the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.